Event description:
It was reported that on (B)(6), a novasure procedure was performed and during the procedure the device unable to be removed from patient. When the doctor attempted to remove the device from patient, was unable to fully retract array. The doctor attempted multiple times and was able to fully retract and remove device from patient. Ater the device was removed it noticed that the array sheath was wrinkled at the distal end. It was confirmed that no perforation occurred to the patient. The patient will be monitored, however no follow up treatment or imaging was required. Patient was discharged and the procedure completed without issue. No additional information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.